Manufacturer narrative:
Eval method: follow-up with company representative.

Event description:
It was reported that a patient underwent a one level kyphoplasty procedure. Intraoperatively, the bone filler device slightly breached the anterior wall of level t12 vertebra. In the process a small amount of bone cement extravasated anteriorly and was confirmed by flouroscopy. Reportedly, there was no injury to the patient. The procedure was completed successfully, and the patient status is good. No further information was reported.